Manufacturer narrative:
The insulin pump did not alarm/alert unexpected failed battery test or low battery during testing. The insulin pump was monitored and no unexpected heating up/hot battery anomaly was noted. The isolation tape had no punctures on it. The insulin pump did have minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the customer had a failed battery test alarm. Customer stated that he received a new battery cap that worked temporarily, but it was draining the batteries completely within 7 hours of use. Customer stated that he's cleaned the cap and it is alarming failed battery test with each new battery that he inserts. Customer stated that he is back on the pen for now. Customer stated that the pump is no longer heating up. Customer's blood glucose level was 8.0 mmol/l. Customer used a new aaa alkaline battery that was stored at room temperature. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.